Manufacturer narrative:
Date should not have been populated in the initial submission.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) installed the oxygen (o2) sensor into a lab use electronic patient gas system (epgs) and connected the epgs to a system 1 simulator and central control monitor (ccm). He connected the epgs to o2 and air and entered the perfusion screen on the ccm. After the 15-minute warm-up period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100%, o2 was 1.91 volts which is within the specification of .55-2.758 volts. Per srt, the o2 sensor measured 2.801 volts direct current (vdc) which is out of specification of 0.757 - 2.551 vdc. He replaced the o2 sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the device failed voltage testing. There was no patient involvement.